Event description:
It was reported that the implant at tooth site #20 was removed due to nerve damage. Patient presented back to clinic multiple times for post operative paresthesia. Doctor made the decision to remove the implant & allow the nerve to heal. The multiple times the patient came into the office nothing was done. They were just checking to see if the paresthesia would heal on its own. 3 months for graft check / re implant. Symptoms as a result of the event: paresthesia

Manufacturer narrative:
Zimvie complaint number : (B)(4). A4: patient weight unknown / not provided . G4: additional PMA/510(k) number k101880.